Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a display anomaly. The display did not return after changing the battery and trying a new battery cap. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device had blank display due to corrosion on lcd board. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display.